Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did sutures break from nw3336 break during the lcsc procedure? - yes, it is suture snap while taking the bite

Event description:
It was reported that a patient underwent a lower segment cesarean section procedure on (B)(6) 2018 and suture was used. While she was about to suture the uterus, the suture snapped on the 2nd bite. Another foil was used and closed the uterus. There were no adverse patient consequences reported. Additional information was requested.